Event description:
On (B)(6) 2015, a 15 mm masters series hemodynamic plus valve was implanted. On (B)(6) 2016, during a 6-month follow-up visit, the patient presented with an elevated plasma free hemoglobin level (19 mg/dl). Cbc, chem-14, & retic. Count was drawn with next inr on (B)(6) 2016. The labs were reviewed and there was no change in treatment. Per report, the user has deemed that the hemolysis was related to the device. On (B)(6) 2018, abbott was made aware that the valve was explanted and replaced with another valve (model and size unknown). Attempts to obtain additional information were unsuccessful.

Event description:
On (B)(6) 2015, a 15 mm masters series hemodynamic plus valve was implanted in a 6 year old as a redo procedure. The past medical history includes levocardia, had mitral valve repair on (B)(6) 2015 then an mvr on (B)(6) 2015. Other pmh includes tricuspid valvuloplasty, cardioversion for junctional etopic rhythm, pulmonary hypertension and recurrent mitral regurgitation. On (B)(6) 2016, the patient with a recent history of viral gastroenteritis and was found to have an inr of 10. The patient was hospitalized and on (B)(6) 2016, the patient presented with an elevated plasma free hemoglobin level (19 mg/dl). Cbc, chem-14, & retic. Count was drawn with next inr on (B)(6) 2016. The labs were reviewed and there was no change in treatment. Per report, the user has deemed that the hemolysis was related to the device. On 5 december 2018, abbott was made aware that the valve was explanted and replaced with another valve (model and size unknown). Attempts to obtain additional information were unsuccessful. (Us3906-670-008)

Manufacturer narrative:
An event of hemolysis was reported. Morphological and histopathological examination revealed fibrous pannus ingrowth markedly narrowing both the inflow and outflow diameters. Upon receipt at abbott, white tissue was noted within the recessed pivot areas. This tissue had minimal effect on leaflet mobility and appeared to be partially detached. After the valve was returned to solution and shipped for histopathological examination, this partially detached tissue was no longer present. No acute inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemolysis and pannus could not be conclusively determined. Information from the field indicated the patient had an inr of 10 following a recent history of viral gastroenteritis, which precipitated elevated plasma free hemoglobin in (B)(6) 2016, roughly 5 months following implant, with no change in treatment. Plasma free hemoglobin is a known indicator for hemolysis, and can contribute to an increased immunological response.